Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the battery went dead on the insulin pump and they lost all the pump information. Caller stated that the meter did not send the blood glucose reading to the pump. Customer ran out of insulin last night and she filled the reservoir. Customer did the rewind and was given most of the insulin. Customer took the pump off her body and treated. Customer woke up with high blood glucose and tried to use the pump this morning but she noticed the battery was out of power. Customer stated that she is okay and they will monitor the pump. Customer had decided to refill the same reservoir with more insulin and tried to reuse it. Customer ended up being given all the insulin and it made her blood glucose level go down to 46 mg/dl. Customer's high blood glucose reading was at 374 mg/dl.